Manufacturer narrative:
Technical support performed troubleshooting over the to determine the customer reported issue of npi - 8100 no power. Technical support: motor control board: 1. Inspected iui's with no discrepancies. 2. Informed this is most likely due to the motor control board. 3. Recommended sending in for repair. Comments: customer was assuming the repair would be covered under warranty since we recently had a team out for the bezel recall. Informed the unit would have not passed pm after performing the recall and the tech would have notified them then. The customer stated they sent in some units while the tech team was out for repair. All of the units with the recall performed have warranty stickers on them causing the customer to assume under warranty. They wish we would use a different sticker for units covered under warranty. Ended call. Serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: motor control board: 1. Inspected iui's with no discrepancies. 2. Informed this is most likely due to the motor control board. 3. Recommended sending in for repair. "¿the failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. ¿review of the pump module error logs confirmed motor stall error code 242.4030.0 (motor_stall_failure) was present in the logs. ¿internal inspection confirmed optical sensor (op1) was damaged on the air-in-line sensor assembly. ¿replacement of the air-in-line assembly and subsequent functional testing the pump module functioned properly with no further alarms or malfunctions occurring. This failure mode is being monitored through previously investigated complaint process. The customer reported problem was not confirmed. No product returned.

Event description:
It was reported that the device had no power. No patient involvement was reported. Resolution steps taken to solve. Motor control board: 1. Inspected iui's with no discrepancies. 2. Informed this is most likely due to the motor control board. 3. Recommended sending in for repair. Comments: customer was assuming the repair would be covered under warranty since we recently had a team out for the bezel recall. Informed the unit would have not passed pm after performing the recall and the tech would have notified them then. The customer stated they sent in some units while the tech team was out for repair. All of the units with the recall performed have warranty stickers on them causing the customer to assume under warranty. They wish we would use a different sticker for units covered under warranty. Ended call.

Manufacturer narrative:
"The failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. Review of the pump module error logs confirmed motor stall error code 242.4030.0 (motor_stall_failure) was present in the logs. Internal inspection confirmed optical sensor (op1) was damaged on the air-in-line sensor assembly. Replacement of the air-in-line assembly and subsequent functional testing the pump module functioned properly with no further alarms or malfunctions occurring. This failure mode is being monitored through previously investigated complaint process. The customer reported problem was not confirmed. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-(B)(4) for motor stall.

Event description:
It was reported that the device had no power. No patient involvement was reported. Resolution: steps taken to solve. Motor control board: inspected iui's with no discrepancies. Informed this is most likely due to the motor control board. Recommended sending in for repair. Comments: customer was assuming the repair would be covered under warranty since we recently had a team out for the bezel recall. Informed the unit would have not passed pm after performing the recall and the tech would have notified them then. The customer stated they sent in some units while the tech team was out for repair. All of the units with the recall performed have warranty stickers on them causing the customer to assume under warranty. They wish we would use a different sticker for units covered under warranty. Ended call.